Event description:
This report is being filed as the lock line for the clip delivery system was difficult to remove. Although there were no adverse patient effects, this event has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat 4+ degenerative mitral regurgitation (mr). A clip delivery system (cds) was advanced and grasped the leaflets without issue. During clip deployment, resistance was met during lock line removal. The lock line was retracted half way out, however, was unable to be removed from either side. A knot was suspected. The clip was inverted and removed without issue and without any leaflet damage. Another cds was advanced and clip implanted without issue, successfully reducing the mr to trace, completing the procedure. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for inability to remove the lock line can include, but are not limited to, manufacturing anomalies or procedural conditions/user technique during lock line removal. In this case it is likely that upon removal, the other end of the lock line became twisted and subsequently knotted during the unwrapping process and/or removal of the lock line resulting in the knot becoming caught in the device, resulting in the inability to remove the lock line; however, this cannot be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar inability to remove lock line incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.